Event description:
It was reported, while stimulation was turned on; pt was getting a buzzing sensation throughout the whole body versus pelvic region. The pt noted this started "out of blue" the other day. Pt stated this goes away when device was turned off. Pt also had a shocking/jolt sensation that she felt around the hip area. The pt indicated there was no known accident or incident related to this complaint. Pt symptoms were located throughout the whole body. The pt was home and status was fair. It was noted palpating does cause stimulation changes. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).